Manufacturer narrative:
This report is submitted on november 21, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced an infection and wound breakdown at implant site (date not reported); subsequently the patient was treated with oral and topical antibiotics for a duration of two weeks. Clinical management is ongoing.